Event description:
It was reported that the patient had an infection. The entire system was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed. (B)(4): no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.